Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display.

Event description:
The customer's family reported via phone call that the insulin pump screen had a big blotch on the screen and they could not read the words behind it. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a partial display. Customer stated the insulin pump was neither dropped nor bumped. The insulin pump will be returned for analysis.